Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years and 6 months due to regurgitation caused by tears in the leaflet at the anterior commissure. Per the op report received, the rest of the valve was healed very well. The device was replaced with a new edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Evaluation summary: customer report of torn leaflets was confirmed. A tear (a) was observed where the leaflet attaches to aortic root cylinder, tear measured approx 12mm. A hole was also observed on the leaflet, hole measured approx 6mm x 4mm. One leaflet also had a tear (b), tear measured approx 18mm. A tear (c) was also observed on the aortic root cylinder, tear measured approx 17mm. Minimal calcification was also visible on the x-ray. Host tissue was observed on the sewing ring inflow aspect and inside surface of aortic root on outflow aspect. Method = "x-ray". The subject device was returned for evaluation, which confirmed the report of leaflet tear. Based on the evaluation, a minimal calcification was visible through x-ray. Host tissue was also observed on the sewing ring inflow aspect and inside surface of aortic root on outflow aspect. The reported findings are common characteristics of bioprosthetic valves with structural valve deterioration. The term structural valve deterioration refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Based on the available information there is no evidence to suggest the event was manufacturing related. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.

Manufacturer narrative:
(B)(4). Device not returned. Unfortunately, the device has not be returned to edwards at this time; therefore, the root cause of this event cannot currently be confirmed. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explants. Moreover, leaflet tear is a form of svd that may ultimately result in significant regurgitation requiring replacement of the valve.